Manufacturer narrative:
A steris service technician visited the facility and noted that the processing areas do not have posted instructions for use of system 1, nor do they have posted procedures for the proper disposal of s20. During our investigation of this event, the facility reported past events of improper disposal of s20, as well as employees - including those alleging injury - failing to use proper ppe as required in the labeling of the device. Steris performed in-service training on (B)(4), 2010 regarding the proper handling and use of system 1 and s20. The steris 20 concentrate used in the system 1 processor is diluted in the processor. The system 1 operator manual states that the dilution is non-toxic by oral and dermal administration, has neutral ph and has no corrosive effect on the skin, although dermal irritation may occur in sensitive individuals. Steris requested, but was denied the opportunity to speak to the employees allegedly involved. We continue to investigate the reported event and will submit a follow-up report when additional information becomes available.

Event description:
The user facility notified steris of reports of employee injury associated with exposure to s20 concentrate. Although the employees allege injury(s) due to past exposures that were not contemporaneously reported, the facility states that it has been unable to confirm any injuries and that neither employee sought medical treatment following any of the alleged exposures